Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device could not load clips into the jaws of the device. The patient had no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied. No visual abnormalities were observed. Functionally, the instrument was applied to appropriate test media. The instrument cycled without binding. Two clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. The next clip would not advance far enough for the pusher bar to pick up and load into the jaws. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The evaluation determined that a component was being damaged during the assembly process leading to the reported condition. The product analysis established a relationship between a device failure and the reported incident of clips did not load properly. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device could not load clips into the jaws of the device. The procedure was completed with another device. The patient is alive with no injury.